Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to treat a scaphoid fracture, the 1.1mm threaded guide wire broke. As the surgeon was inserting the guide wire with a wire driver and drill it was noted that the guide wire was off center. The surgeon had intended to insert the guide wire into the center of the scaphoid. The surgeon began to remove the guide wire to re-insert into the center of the scaphoid when the guide wire broke. Approximately four (4) millimeters of the guide wire broke off above the threads. The surgeon attempted removal of the guide wire by using pliers and clamps/tweezers. The surgeon was unable to retrieve the broken piece. The broken piece of the guide wire remains in the patient. Additional x-rays were taken to locate the broken guide wire. There was a three to five (3-5) minute surgical delay from attempted removal of the broken guide wire. The surgeon used another guide wire and was able to insert it into the center of the scaphoid as intended. The piece of the broken guide wire did not affect the pathway to insert the new guide wire. The surgeon was able to implant the 3.0mm headless compression screw. Routine x-rays were taken intra-operatively as standard for the procedure. The surgeon was satisfied with the placement of the screw and concluded that the fragment of the broken guide wire was in the bone and not in the joint. The procedure was completed successfully and the patient was reported as stable. Concomitant devices reported: wire driver ¿ stryker (unknown part and lot numbers, quantity 1); drill ¿ stryker (unknown part and lot numbers, quantity 1); pliers¿ non-synthes/unknown manufacturer (unknown part and lot numbers, quantity 1); clamp/tweezers¿ non-synthes/unknown manufacturer (unknown part and lot numbers, quantity 1). This is report 1 of 1 for (B)(4).